Manufacturer narrative:
During an endovascular procedure, a 7x60 smart control iliac stent was delivered to the target lesion in the external iliac artery for deployment. However, the length of the smart control stent seemed obviously longer than 6 cm. The stent was implanted without difficulty, but a part of the stent is unintendedly in the internal iliac artery. A post dilatation was performed with a power flex pro without any issue. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The length of the lesion was measured by a guidewire. The patient was a female but her age was unknown. Concomitant devices included a 6f 11cm brite tip sheath, a non-cordis guidewire, 4f tempo catheter and hemostasis was achieved with a 6f exoseal. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The device was confirmed to have no anomalies except the length. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. No thrombus was confirmed to be present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. After deciding the position, the stent did not move a lot. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. There was no thrombus noted post deployment. A balloon catheter for post dilatation (powerflex pro) along with cine pictures in a cd will be returned for analysis. The product was not returned for analysis. A device history record (DHR) review of lot 17660812_ revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint cine pictures were reviewed by an outside physician. His conclusion is as follows: ¿from the images provided it appears that the cause of this event is procedurally related. Although I cannot measure the actual length of the deployed stent on the imaging program provided it does appear longer than 6cm. Approximately 50% of the stent appears hyper expanded with widened interstices and expanded stent architecture. This likely is secondary to operator delivery technique. When deploying a self expanding stent it is important that the delivery handle be kept very steady after initial wall apposition has been achieved. Slight gentle retraction is usually necessary to prevent the stent from moving forward during deployment. If significant forward or backward movement is placed after initial wall apposition is achieved segments of longitudinal expansion or compression will result in a stent length longer or shorter than expected. This is what clearly happened in this case. It is also unclear to me why a 6 cm stent was chosen for this case. A shorter stent length such as 4cm would have covered the target area.¿ the reported ¿stent-ses- incorrect length - too long¿, could not be confirmed as the device remains implanted. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event but are unknown. According to the instructions for use ¿it is important to use the correct stent size, as recommended in the stent size selection table provided in section viii - directions for use. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that the product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The device was confirmed to have no anomalies except the length. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. No thrombus was confirmed to be present proximal to, at, or distal to the lesion site. There was direct stenting was a sterling balloon was used. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. After deciding the position, the stent did not move a lot. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. There was no thrombus noted post deployment. A balloon catheter for post dilatation and the cine will be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 7x60 smart control iliac stent was delivered to the target lesion in the external iliac artery for deployment. However, the length of the smart control stent seemed obviously longer than 6 cm. The stent was implanted without difficulty, but a part of the stent is unintendedly in the internal iliac artery. A post dilatation was performed with a power flex pro without any issue. There was no reported patient injury. The powerflex pro will be returned along with cine pictures in a cd. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The length of the lesion was measured by a guidewire. The patient was a female but her age was unknown. Concomitant devices included a 6f 11cm brite tip sheath, a radifocus (terumo) guidewire, 4f tempo univ angio catheter and hemostasis was achieved with a 6f exoseal.